Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient was hospitalized for the event and was being treated with unknown antibiotics. On an unknown date while hospitalized, pd therapy was discontinued. The cause of the peritonitis was unknown. The patient was still hospitalized at the time of this report. The outcome of this peritonitis event was unknown. No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2013. A batch review will be performed on the potentially associated lot numbers. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd895052 and gd895243 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.